Event description:
Procedure: gastropexy. According to the reporter: the staple line was poorly formed, leaving tissue in poor condition. There was fluid leakage. It was necessary manually suture the staple line. The surgery time was extended by 90 minutes.

Manufacturer narrative:
(B)(4).